Event description:
A malfunction alarm identified by code malf 16 was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support prepared to replace the problematic pump, and the customer planned to use multiple daily injections (mdi) as backup therapy.